Event description:
Medics attended to a person diagnosed in cardiac arrest. The pt was found in agonal respirations upon their arrival. The device was connected to the pt and the analyze button was pressed. The device reportedly failed to respond to the analyze button and use of the device was inhibited. A backup device of the same model was immediately available and used to analyze the pt's rhythm. No shocks were advised. Paramedics subsequently arrived and took over care and treatment of the pt. The pt was not resuscitated. Medtronic clinical staff evaluated the event info provided by the customer and concluded the device did not likely cause or contribute to the pt's outcome. This opinion was based on information which indicates the pt was not in a shockable rhythm during the reported event.